Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. In addition, it was reported that usb cable does not charge the pump. Customer was able to successfully charge the pump with an alternate cable. Customer continued using the pump for insulin therapy. Customer's blood glucose level was 110 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.